Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. Minor cosmetic issues were reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a ¿drift proximal pressure too high¿ code was found in the ventilator¿s downloaded error log. The customer requested no repairs be done to the unit. The unit will be returned to the customer unrepaired.